Event description:
It was reported that during an angioplasty procedure in the left distal sfa, the drug coated balloon allegedly twisted. It was further reported that another device is used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon was received for evaluation. During visual evaluation, the sample appeared to have residue throughout. Twisting was noted to the balloon. No bends were noted to the catheter. No other anomalies were noted to the sample. During functional testing, negative pressure was applied with an in-house presto inflation device. The balloon was inflated and it maintained a normal uniform shape and pressure. The balloon was then deflated and maintained shape with no twisting but striation was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for balloon twist since twisting was noted to the balloon during visual evaluation on the returned device for evaluation. A definitive root cause for the alleged balloon twist could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (method). H11: g1 (manufacturing location), h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during an angioplasty procedure in the left distal sfa, the drug coated balloon allegedly twisted. It was further reported that another device is used to complete the procedure. There was no reported patient injury.